Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part # 399.99, lot # t115098, manufacturing date: 25-feb-2015. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for critical and important features and for function at the final inspection on 14-feb-2015. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a left, pylon fracture, underwent a planned surgery for the implantation of an anterior lateral distal tibia plate and eight (8) screws several days after the placement of an external fixator. The external fixator remains in place and the surgeon operated around it. As the surgeon was reducing the fracture with the forceps, a piece of the right tip of the device ¿popped¿ off and fell on the floor. Standard x-rays taken throughout and at the completion of the surgery confirmed that there were no fragments in the patient. It was reported that another forceps was readily available and therefore, no delay in the surgery. The procedure was completed successfully and the patient reported as stable. There is one device involved in this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This complaint is confirmed. A portion of one of the distal jaws has sheared off the returned forceps. The material at the fracture surface appears homogeneous when viewed under 5x magnification. The sheared off jaw piece was not returned to cq. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The complaint condition was most likely due to application of excessive force. No new malfunctions were identified as a result of the investigation. The returned device (reduction forceps with serrated jaw-ratchet 144mm) is a reusable instrument used to aid in fracture reduction and is available for use in multiple systems. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection at cq a portion of one of the distal jaws has sheared off the returned forceps. The material at the fracture surface appears homogeneous when viewed under 5x magnification. Drawing was reviewed during this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.